Manufacturer narrative:
Manufacturing record (DHR) review was conducted and the product met quality requirements for product acceptance per the applicable manufacturing quality plan. The product is available for evaluation and testing. However, the product has not been returned as of to date. Additional information will be submitted within 30 days upon receipt.

Event description:
During a percutaneous transluminal angioplasty (pta), the 155 saber 5 x 20 balloon catheter (bc) was inflated several times and ruptured within its nominal pressure. There was no reported patient injury. The lesion was the superficial femoral artery (sfa). There was some reported difficulty crossing the lesion. A contralateral approach was made.

Manufacturer narrative:
Complaint conclusion: during a percutaneous transluminal angioplasty (pta), the 155 5x200mm 155cm saber balloon catheter (bc) was inflated several times and ruptured within its nominal pressure. There was no reported patient injury. The lesion was the superficial femoral artery (sfa). There was some reported difficulty crossing the lesion. A contralateral approach was made. Multiple attempts to obtain additional information and the product return were unsuccessful. No additional information is available. The device was not returned for analysis. A device history record (DHR) review of lot 17627898 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause of the burst could not be determined. Based on the limited information available for review, vessel characteristics (although not provided) and procedural/handling factors (difficulty crossing the lesion) may have contributed to the reported event since calcified/resistant lesions can cause damage to a balloon. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the result of in vitro testing. At least 99.9% of the balloons (with a 95% confidence level) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR review nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.